Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was excessive friction between the lead body and the sheath tube where the lead bent when inserted into the sheath tube and the lead body showed obvious creases. The physician decided not to use the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.